Event description:
On (B)(6) 2010, the lay user/patient's relative contacted lifescan (lfs) alleging that the onetouch ultra2 meter reverts to settings mode during testing. The complaint was classified based on the customer care advocate (cca) documentation. The reporter alleged that the issue began on (B)(6) 2010 at 11:20am. In addition to oral medication (type and dose unspecified), the reporter stated that the patient also manages their diabetes with diet and/or exercise. The reporter denied that the patient made any changes to their diabetes regimen after the alleged issue began. The reporter also denied that the patient tested their blood glucose with another device. Ten minutes after the reported meter issue occurred, the reporter claimed that the patient felt shaky. Per cca documentation, the reporter provided the patient with food and/or drink as treatment five minutes after the alleged issue began. At the time of troubleshooting the cca educated the reporter on the correct testing procedure (per owner's booklet) and the alleged issue was resolved. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported due to the following conclusion: the reporter claimed that the patient developed a symptom that is suggestive of severe hypoglycemia after the alleged issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.